Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an event where patient found a small cut in the tube on (B)(6) 2025. Infusion set was used for 1 day. Blood glucose level was high at the time of the event. Therefore, patient took pump for the treatment. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.